Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration via data. No injury or medical intervention was reported.

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Data log analysis was performed and failed. A review of the share logs was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause was determined to be high counts aberration via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).